Manufacturer narrative:
Other text: additional information added to h6 and h10. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
Information was received indicating that during use of this smiths medical cadd solis vip pump under infusion was noticed. It was reported that the pump indicates all the medication bag was given, there was still a significant amount of medication left. No patient injury reported.